Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The de novo lesion was a chronic and total occlusion approximately 25mm in length that was located in a severely calcified and moderately tortuous distal right coronary artery. The lesion was dilated with both a 1.5mm non bsc balloon and a 2.0mm apex balloon. A 3.0x15mm apex balloon was advanced to the lesion and ruptured on the first inflation. The balloon was removed intact and the procedure was completed by stenting. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from the center of the distal markerband to 6mm proximally along the balloon. The total length of the tear measured 6mm. A microscopic examination of the distal markerband identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The de novo lesion was a chronic and total occlusion approximately 25mm in length that was located in a severely calcified and moderately tortuous distal right coronary artery. The lesion was dilated with both a 1.5mm non bsc balloon and a 2.0mm apex balloon. A 3.0x15mm apex balloon was advanced to the lesion and ruptured on the first inflation. The balloon was removed intact and the procedure was completed by stenting. No patient injuries or complications occurred. Patient status is satisfactory.